Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - xten. It was stated the dust cover was missing from the device. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00009) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4). (Report number: 9710055-2022-00564). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2022-00222).